Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported inside the "o" ring of the trocar fell into pts abdomen. The surgeon noticed the trocar was looking right before the ring came off. The trocar was from a laparoscopic cholecystectomy kit lot# (i48w3d), batch# (2002-12). It was removed and a new trocar was opened to complete the case. There was no consequence to the pt.